Event description:
It was reported to boston scientific corporation on (B)(6), 2009 that a maxforce biliary dilatation balloon was used during an endoscopic retrograde cholangiopancreatography procedure ((B)(6)). According to the complainant, during the procedure, the balloon would not inflate. The procedure was completed with another maxforce biliary dilatation balloon and there were no patient complications as a result of this event. The patient was reported to be fine at the conclusion of the procedure. Preliminary investigation results revealed that the balloon had a longitudinal tear. Based on this information, the event has been deemed reportable.

Manufacturer narrative:
The exact date of the event is unknown. Follow up indicates that the event occurred during the last week of (B)(6) 2009. A visual and tactile examination was performed on the returned device. The balloon was folded and wrapped around the shaft of the device. The device was attached to an inflation unit and an attempt was made to inflate the device when a leak was noted. A visual and microscopic examination of the balloon material observed a longitudinal tear. This investigation was assigned the most probable root cause classification of operational context. (B)(4).